Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 80+mm diameter abdominal aortic aneurysm. It was reported that during patient follow up on an unknown date a CT identified a type ib endoleak. An intervention procedure was performed approximately six weeks post-index procedure with the embolization of the right internal iliac and the addition on a 10mm endurant limb to extend to the right external iliac. The event was reported to be resolved. Per the physician, the cause of the event is due to patient anatomy; short seal zone in the right common iliac artery. No additional clinical sequelae were reported, and the patient is fine.